Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, inappropriate auto mode switching episodes were observed due to the device competitive atrial pacing. Programming changes were recommended. The patient will continue to be monitored. No further information is available.